Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial#: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. Model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief. The physician did not suspect a device malfunction.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.